Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: endocatch bag broke when surgeon extracting gallbladder from patient's abdominal lap site. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.